Event description:
It was reported that a pt participated in a (B)(6) study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Pt was implanted with a tplif spacer at levels l4, l5, l5 s1 with pedicle screws at l2, l3, l4, l5 and s1. Pt was also implanted with click-x for supplemental fixation. Pt had been experiencing pain for zero months. Surgery date was (B)(6) 2006 and postoperatively pt experienced dural tear, requiring suture / tisseal glue. This report is on the locking cap at l4. This is 19 of 32 reports for the same event.

Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding¿ additional code is mnh. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.